Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Event description:
It was reported that approximately 17 months post-implant of a bifurcated device and two infrarenal aortic extensions, a follow-up computed tomography scan revealed a type iii endoleak of a bifurcated device. Reportedly, the physician identified a proximal type I endoleak during a follow-up computed tomography scan (approximately 9 months), which was originally treated with two competitor¿s stents on each side of the vessel and an additional infrarenal aortic extension. The physician also elected to place a suprarenal aortic extension to ensure a good seal. However, approximately 9 months later, a follow-up computed tomography scan identified a type iii endoleak of a bifurcated device. The patient was treated with an additional infrarenal aortic extension, which successfully corrected the endoleak. The patient tolerated the procedure well.